Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked from an unspecified location of the tubing. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use for three (3) days. The transfer set was replaced to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, clamp function, and integrity testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.